Event description:
It was reported that this left ventricular (lv) lead was capped due to a product performance issue and replaced with a new lead. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was capped due to a product performance issue and replaced with a new lead. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this lv lead was capped as a result of exhibiting impedance measurements of greater than 3000 ohms and was unable to be removed. No additional adverse patient effects were reported.